Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, the in-house contour ts meter was tested with the in-house contour ts test strips from lot # 0em3f08a using a blood sample, which gave a satisfactory performance. The patient's initials and weight were not provided. Therefore, no information was captured. The contact information for the initial reporter was not provided. The model # was not provided.

Event description:
A nurse from (B)(6) reported that while testing the customer's blood glucose they obtained readings of 1.6 mmol/l and 2.9 mmol/l with the contour ts meter. The customer did not experience symptoms of hypoglycemia. However, the nurse gave 20ml of 50% glucose to the customer. The nurse performed a repeat testing with a different bottle of the contour ts test strips from the same lot # and obtained a reading of 14.7 mmol/l. All readings were obtained within 10 minutes. There was no allegation of an adverse event. The nurse discarded the test strips used during the event.